Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type ia endoleak and aneurysm sac enlargement (unknown diameter). The physician plans to re-intervene but surgery has not been scheduled. The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and / or imaging. Requests were made; however there was no response form the hospital. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.